Manufacturer narrative:
The pod arrived fully deployed. A timeout was observed, but the pod corrected itself. The rotational sensor failed to transition from open to closed at a consistent interval in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. Fluid was observed to leak out of the back of the nailhead, causing fluid damage on several components. Damage caused to the commutator cap contributed to the rotational malfunction. The internal leak as a result of the inadequate soft cannula is confirmed as the root cause of the observed 0x40 alarm and fluid damage. It could not be determined if the cannula contributed to the reported communication error. The cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported a communication error alerted while the pod was worn on the patient's hip/buttocks for longer than 48 hours. The patient's blood glucose levels rose to 14 mmol/l (252 mg/dl).